Event description:
It was reported in an abstract that a total of 74 patients with lumbar spinal stenosis underwent a procedure using an interspinous spacer device and were followed for at least 6 months post-operatively. The treated levels were l4/5 and l3/4. A comparison group was examined as well that included 45 patients with lumbar spinal stenosis who underwent surgical decompression with laminoplasty. A perioperative complication was reported for 2 patients that experienced "implant backout". No further information was reported.

Manufacturer narrative:
Literature citation: kazuhiro masuda, junichi kunoki, naohiro kawamura, shigeru masuyama, toru doi, kengo fujii, takayoshi ishii. "Clinical results of x-stop interspinous spacer for the treatment of lumbar spinal stenosis". Mean age at surgery: (B)(6). Sex: 50 male; 24 female patients. Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.